Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that the pump was dropped and hit the tile floor. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was received without belt clip. The insulin pump passed self-test. Not missing segments/partial display anomaly noted during our testing.